Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/6/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample two creases were observed, running from the anterior to the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited, to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Additional information was received on 6/7/2019. When the devices were explanted, they were replaced with 300cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 215cc mentor memorygel breast implant (left) and a 300cc mentor memorygel breast implant (right) experienced bilateral rupture post procedure. The bilateral rupture was diagnosed by magnetic resonance imaging and was thought to have been potentially caused by a mammogram. As a result, the devices were explanted on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-11603 for contralateral prosthesis report.